Event description:
It was reported that during an attempt to treat a lesion in the distal part of the circumflex artery, as the stent was pulled back through the guiding catheter, the stent impacted the tip of the guiding catheter cutting its distal soft tip. Reportedly, this occurred due to the flexibility of the stent. All portions of the separated tip were removed and no patient injury was reported.